Event description:
The consumer reported that the patient felt like their implantable neurostimulator (ins) might have turned over and could have moved within a place, not a lot but a little. It felt a little sore in the area, maybe because it was turned and hit other areas. The patient would feel it sort of flat in one area and didn't know if it was the ins, but it was flat in the middle. The patient did not feel that and felt a little bit of the wire and that's why they had a feeling the ins turned. The ins also moved around pulling their pants up and down and if they touched it. This was due to a sudden change in therapy or symptoms on (B)(6) 2016. So far it was not a strong pain and the patient felt stimulation and everything was working fine. The patient emailed their health care provider (hcp) and called them, but no one called them back yet. The patient's follow-up appointment would be on (B)(6) 2016. The patient wanted to know if the hcp would be able to turn the ins back and around and what they were going to do about the ins moving around. The patient wanted to know if they could take acetaminophen. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.